Event description:
The customer stated that he was hospitalized last week with a blood glucose of 800 mg/dl, and believes the insulin pump malfunctioned. The customer stated that the insulin pump was not delivering insulin at all. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time. The customer stated that his hcp advised him not to change the time to the correct time. Advised the customer how having the incorrect time can affect the basal rates. The customer declined further troubleshooting, and stated that his hcp also believes the insulin pump is malfunctioning. They would both like a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.